Event description:
It was reported that a galileo and a universal guide wire were used in a brachytherapy procedure. The lesion was in the peroneal and was reported to be a straight shot. No resistance was noted during the procedure or upon removal of the guide wire; however, as the guide wire was being retracted through the sheath, the guide wire snapped just proximal to the polymer coating. The guide wire was removed without any incident, since it occurred in the sheath.